Manufacturer narrative:
(B)(4). The reported complaint that the "iab failed leak test" is confirmed based on the customer provided photo with the complaint report. The photo shows the iab pump generated alarm strip with the "possible helium loss 2, subcode 0" alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "iab failed leak test". Additional informaiton states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Event description:
It was reported "iab failed leak test". Additional informaiton states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).